Event description:
Boston scientific received information that this patient expired during the implant procedure. During right atrial (ra) lead placement a 4135 lead was attempted and removed due to dislodgement. A new 4479 lead was implanted and during the implant of this ra lead there was a sudden decrease in blood pressure, the patient coded and expired. The cardiologist stated that during the lead placement, clots in the ra were sent through the blood system and caused the patient death. No obvious lead perforation was observed.

Manufacturer narrative:
The 4479 lead remained implanted in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.